Event description:
Upon spiking a nss [normal saline solution] bag with the primary plum set tubing, the spike completely broke off from the connector piece attached to the drip chamber. Supplies were removed and saved for report. New tubing and nss started. Lot # 14569243. No other incidents have been reported at this time.